Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to bolus after eating and as a result, the blood glucose (bg) level was 327 mg/dl. The customer delivered a couple of correction boluses to address the bg level. The customer contacted tandem technical support to review the pump's calculation of the bolus. Cts confirmed that the pump calculated correctly.